Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in manchester, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during service, a heater-cooler system 3t was not cooling on either tanks (patient and cardioplegia) below 23 celsius degrees. There was no patient involvement.

Manufacturer narrative:
During troubleshooting, the reported condition was not confirmed. The 3t heater cooler was found to work as expected (within specification). Functional test was successfully passed. Complaints database analysis revealed no other similar event since unit installation in 2022. No adverse nor concerning trend about the reported failure mode has been triggered by periodical complaints statistical analysis. Based on the above, hardware malfunction of device could be excluded. The issue is more likely associated to procedure/circuit related factors such as tubing length or due to the simultaneous activation of cardioplegia and patient circuit cooling. As per device instruction for use, the length of the tubing between the heater-cooler and the heat exchangers and the single-use heating/cooling blanket must not exceed 5m); moreover, in case of simultaneous activation of cardioplegia and patient circuits, the cooling performance of the patient circuits is significantly reduced when cardioplegia cooling is activated. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.